Manufacturer narrative:
Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a hematoma occurred. The procedure was cancelled. During a pulse field ablation atrial fibrillation procedure, a versacross connect for faradrive was selected for use. The physician was struggling to reach the optimal transseptal site thus, a non-boston scientific 17 gauge and sheath was used to get across before quickly replacing the faradrive and versacross. A hematoma was forming so the patient was marked to monitor while being prepared to map the left atrium. However the patient was leaking more substantially. Heparin was stopped and protamine was given. Devices were removed from groin and the procedure was aborted. Pressure applied and groin was closed. It was believed that the versacross was slipping so it was pushed on it to click it back into place but it may have caused arterial spearing to some sort, leading to the hematoma. It was attempted to reposition the versacross which seemed to work but the hematoma followed. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a hematoma occurred. The procedure was cancelled. During a pulse field ablation atrial fibrillation procedure, a versacross connect for faradrive was selected for use. The physician was struggling to reach the optimal transseptal site thus, a non-boston scientific 17 gauge and sheath was used to get across before quickly replacing the faradrive and versacross. A hematoma was forming so the patient was marked to monitor while being prepared to map the left atrium. However the patient was leaking more substantially. Heparin was stopped and protamine was given. Devices were removed from groin and the procedure was aborted. Pressure applied and groin was closed. It was believed that the versacross was slipping so it was pushed on it to click it back into place but it may have caused arterial spearing to some sort, leading to the hematoma. It was attempted to reposition the versacross which seemed to work but the hematoma followed. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.